Manufacturer narrative:
The stent remains in the pt. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: none. Symptoms/ae: myocardial infarction. Time of ae: after the procedure. It was reported that 8 days prior to a right internal carotid artery stenting procedure, the pt was hospitalized due to a stroke. The carotid stenting procedure was uneventful; however, 4 days post procedure, the pt was readmitted with shortness of breath and pulmonary edema. The pt was treated with lovenox for heart failure and elevated troponins which was diagnosed as a non q wave myocardial infarction. Eight days post procedure, the pt was discharged to a rehabilitation facility, but continued to decline and was admitted for hospice care. Eighteen days post procedure, the pt died with the cause of death being congestive heart failure, which the physician stated was not related to the device or procedure. Although requested, there is no additional info available. Study event.